Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Customer feedback: after insulin is drawn up in this syringe, recapping the syringe pushes 1-2 units of air into the syringe causing it to appear as though the dose is larger than it actually.